Event description:
The customer reported that the machine failed during an ablation procedure. An error was experienced. They tried turning the machine off and on again without success. The procedure could not be completed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 10/31/2014. Date of follow-up report: 02/19/2015. Evaluation of the incident generator at the UK covidien technical service center confirmed the generator would not power up correctly and gave an error message. The generator was found to be physically damaged. The generator had sustained impact damage to the chassis, the control knob and rf power level encoder on the front panel were broken, and the interface (ft/audio) circuit board was damaged. The damage prevented functional testing of the generator. Although the exact cause of the damage is unknown, the damage is indicative of the generator being dropped or damaged during transport.

Manufacturer narrative:
(B)(4).to date, the incident generator has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.